Manufacturer narrative:
The lens was returned for investigation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the doctor noticed the haptic was kinked after he implanted the lens. The incision was enlarged to remove the lens. Another lens of the same model and diopter was implanted. Pt prognosis is good. This event pertains to the pt's left eye. The inserter that was used during this event is reported under 1119279-2014-00304.